Event description:
Additional information received indicated that the patient's right ventricular (rv) lead exhibited noise oversensing. Programming changes were made, and the rv lead was capped on (B)(6) 2026, and successfully replaced. The patient remained stable.

Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that the patient's right ventricular (rv) lead exhibited noise. No intervention was performed, and the patient was stable.